Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m168729 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m168729, test base part number 190-430 / lot: m168729. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168729 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168729 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency. Please reference MFR. Report #s: for related conflicting results 1221359-2021-03622.

Event description:
The customer reported (2) conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported a conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab sample and generated a negative result. The customer reported that repest testing was performed with the ID now covid-19 assay and a positive result was obtained. The customer stated the patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.